Event description:
It was reported the devices were used during a laparoscopic splenectomy procedure. It was reported three tsw35 devices jammed after several firings. The devices did not staple or cut when the difficulties were encountered. The surgeon was able to complete the procedure with the thrid device used. There was no consequence to the pt.